Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during a cardiac arrest call, the emt attempted to remove the stylet from the stylet/catheter assembly, the blue plastic hub/housing of the stylet and catheter seemed to be glued together and came off in one piece leaving the catheter in the patient's tibia and without a luer-lock hub to connect syringes or tubing. CPR was in progress upon arrival. The patient sustained a gunshot wound to the head. An AED was used on the patient and there was a return of spontaneous circulation achieved in the ed. The reporting emt-p stated that the device related problem did not contribute to the patient's outcome.

Manufacturer narrative:
(B)(4) a device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during a cardiac arrest call, the emt attempted to remove the stylet from the stylet/catheter assembly, the blue plastic hub/housing of the stylet and catheter seemed to be glued together and came off in one piece leaving the catheter in the patient's tibia and without a luer-lock hub to connect syringes or tubing. CPR was in progress upon arrival. The patient sustained a gunshot wound to the head. An AED was used on the patient and there was a return of spontaneous circulation achieved in the ed. The reporting emt-p stated that the device related problem did not contribute to the patient's outcome.